Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review one (1) sample was returned for evaluation. The sample was received in used conditions without original package. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. The root cause identified on investigation was that there were two available models of cover hair in production floor, however, one did not meet the function of retaining hair because it was too short. Model 1: disposable hair cover (short). Model 2: disposable hair cover (large). One model of hair net did not completely cover operators hair, because the design of the hair net was short. A non-conformance report (ncr) was opened. Environmental health and safety (ehs) department were notified about the inadequate disposable cover hair. Completed on 26-mar-2021. Large model was bought to replace the inventory of short model. Completed on 16-apr-2021. Inadequate disposable cover hair (short model) was removed from production floor. Completed on 04/may/2021. Reported lot was manufactured before the corrective actions above.

Event description:
It was reported that a foreign substances presumed to be hair was inside the sterile package. No patient injury was reported.